Event description:
The nurse went to access the catheter and noticed pin holes in the extension leg. Catheter was implanted in 2002, the pin hole was noticed 2 weeks later, catheter was removed on same day. The nurse and rep said that the patient was a drug user and may be causing the external pin holes with drug use. No patient injury indicated. No other information provided.